Event description:
The device was used during an unspecified procedure. Reportedly, the anvil became loosened before the handle was turned. The anvil was removed without pt injury.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.